Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the safety disk was causing the leakage. To fix the issue, the fse replaced the safety disk,drive side and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit failed the leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.